Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on anterior side assessed, as surgical damage. And missing shell assessed, as inconclusive. Visibility/palpability: unable to observe, since it is not related to the device. Additional observations: crease is observed. Red particles were observed, on the shell. Black particles were observed, on the shell.

Event description:
Healthcare professional reported, a right side rupture. Device has been explanted and replaced.

Event description:
Healthcare professional later reported a right side breast deformity.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted and replaced.